Event description:
It was reported that a 64-year-old female patient weighing 233 lbs. Underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed. They reported that there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 500 cc of fluid were removed. The patient was reported to be in stable condition. No ablation was performed with the catheter. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. Intervention provided was a pericardiocentesis. The patient recovered. The patient required extended hospitalization because of the adverse event as patient had a drain in and stayed in the intensive care unit (ICU). Patient was on eliquis. Other relevant history includes one prior ablation. Baylis needle was used for the transseptal puncture performed. No ablation was performed. The event occurred during the mapping phase. The flow setting for the irrigated catheter used was a mapping flow rate of 2cc/min. Correct catheter settings was selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were¿ graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were 3mm 3 sec 25% of time 3 grams force; tag size 3mm. Additional filter used with the visitag was impedance.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 10-jan-2023. It was reported that a 64-year-old female patient weighing 233 lbs. Underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30920595l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).